Manufacturer narrative:
The complaint is not confirmed. The returned meter was visually inspected. Meter powered on with button press and strip insertion. Did not observe unknown/unspecified quality issue. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported an unspecified quality issue which prevented her from checking her blood glucose with her adc blood glucose meter. She further reported subsequently experiencing a loss of consciousness and noted she broke all her fingernails on her left hand and sprained her right wrist and shoulder. Paramedics were called, administered glucose via injection on the scene and transported customer to a local healthcare facility. Customer was diagnosed with hypoglycemia and reported receiving "sugar testing and insulin in small amounts", which was a change to her usual medications. Customer additionally self-treated by taking an aleve. There was no report of death or permanent injury associated with this event.